Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Based on the findings, service determined that the proximate cause of the reported issue was due to maintenance issue of the cover front syringe. A review of the device history record for sn (B)(4) was performed from date of manufacture 10/03/2008 to the present date (B)(6) 2021 and note that this device has been returned for service twice without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the unit needs a front keypad case/minor cracks. There was no patient involvement.